Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact on the customer¿s blood glucose level. The caller was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue arose again.